Event description:
(B)(4). Limited use of my right side (leg and arm) if standing for more than 20 minutes I have burning numbness shooting down the front of my left leg. Lower back pain most of the time. Abdominal cramping most of the month. Worse when it's close to my period. Vaginal pain, just from sitting. When it's close to my period, every month my vaginal area painfully itches for several days before I start to bleed. Day or two of nauseousness along with dry heaves also before starting my period. Chronic fatigue and brain fog from time to time. Excessive weight gain.